Event description:
The customer reported a leak on the white blood cell (wbc) bath on the lh750 instrument. The volume of the leak was reported as 0.5 ml and the leak was contained. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the wbc bath was not properly seated on the apertures and was in need of being replaced as the bath showed signs of wear. The fse replaced the bath and o rings to resolve the leak reported. (B)(4).